Event description:
Boston scientific received information that during a routine follow-up appointment the battery status was good and the estimated longevity was one year. The patient was followed four months later and the device had reached end of life (eol). Therefore, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.